Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii with implant malposition. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device deflation.

Event description:
Healthcare professional reported right side "flat." Device remains implanted.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii with implant malposition. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed an opening on valve bond edge assessed as an unidentified (tear) opening. Capsular contracture: unable to observe since it is not related to the device. Malposition: unable to observe since it is not related to the device. Additional observations: yellow particles observed inside the device. No further actions are required as the device was implanted.